Event description:
Information received from the field does not address the patient's clinical status but notes high impedance. Surgery was per formed and it was observed that the set screw was loose.